Manufacturer narrative:
The pump passed the displacement test, sleep current test and active current test. Charge/battery lasts less than expected not confirmed. Pump failed the self test due to no vibration. No vibration caused by moisture damage on the harness assembly vibrator.

Event description:
Customer reported via phone call that the insulin pump had low battery alert. The customer blood glucose value was 160 mg/dl at the time of incident. The insulin pump will be returned for analysis.